Event description:
It was reported that the system 9800 would not fully initialize. There was not adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The workstation power supply was found to be defective and replaced. The system was tested and found to be working as intended and placed back into service.